Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was received and the reported lot number was not confirmed as the packaging was not returned with the device. On visual/microscopic inspection, the guidewire was noted to be kinked/bent at 21.5cm, 94cm, 129cm and 175cm from the proximal end. The guidewire was broken/fractured at 190.6cm from the proximal end. The core wire was exposed and broken and the nitinol tubing was broken/fractured. The distal end was not returned. The hydrophilic coating was hydrated and on inspection there was no anomaly noted. The guidewire ptfe coating was noted to be peeling in multiple areas from 0cm to 34cm. A functional test could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the guidewire tip was shaped approx. 45°- tip however intact, continuous flush was maintained for the duration of the procedure and the patient¿s anatomy was average to below average. There was a surgical delay of 1.25 hours for endovascular capture of the wire took which was successful after 3rd attempt. There was no impact to the patient due to surgical delay. The device was returned broken 190.6cm from the proximal end. The distal end was not returned. It is probable excessive torque was applied and the device fractured during manipulation of device on removal from the microcatheter. An assignable cause of procedural factors will be assigned to the reported ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire does not have smooth movement¿ and analyzed ¿guidewire distal tip broken/fractured during use¿ and 'guidewire kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was peeled off/peeling/scraped off between approximately 0cm to 34cm from the proximal end which indicates the ptfe encountered an interaction with another device. However this cannot be confirmed as the torque device and the introducer sheath were not returned for analysis. Therefore, a cause of undeterminable has been assigned to the as analyzed 'guidewire ptfe coating peeling'.

Event description:
It was reported that during the procedure, while the physician was probing the anterior cerebral artery, the subject guidewire tip broke off and remained in the intracranial vessels between the peri callosal and distal arteries. 3000 iu heparin was administered and a surgical delay of 75 minutes occurred while trying to retrieve the subject guidewire tip. The wire was retrieved by means of two stents retrievers applied in parallel in the medial trunk. The parent vessel achieved regular perfusion with normotensive blood pressure. The physician successfully completed the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, while the physician was probing the anterior cerebral artery, the subject guidewire tip broke off and remained in the intracranial vessels between the peri callosal and distal arteries. 3000 iu heparin was administered and a surgical delay of 75 minutes occurred while trying to retrieve the subject guidewire tip. The wire was retrieved by means of two stents retrievers applied in parallel in the medial trunk. The parent vessel achieved regular perfusion with normotensive blood pressure. The physician successfully completed the procedure with no clinical consequences to the patient.